Event description:
Revision surgery was reported due to infection.

Manufacturer narrative:
The associated complaint devices were not returned. Our investigation included a review of complaint history which revealed no prior complaints for the listed lots/failure mode. A review of the device history record for lot 13gm15558b and 14cm05139 revealed discrepancies during the manufacturing process; however these discrepancies were identified as not related to the reported incident. A review of the device history record for the remaining lot did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization records show the product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.